Event description:
It was reported that pump displayed malfunction code and could not be reset, although no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump with plan to rely on alternate method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and informed customer that pump settings and continuous glucose monitor would need to be set up again on replacement device.